Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent and the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant and stretching. Concomitant product: 4076-52 implantable pacing lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Te distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching.

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead had a failed helix deployment mechanism. The rv lead was not implanted and a new rv lead was used. No patient complications have been reported as a result of this event.